Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 22-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a 12-minute delay in registration, and the patient was not coming across. A technical support specialist dialed back to the station, fixed the time issue reported, and verified with the customer that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary tower experienced a problem resulting in a 12-minute delay in patient registration and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.